Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: item # 51-100050, tprlc 133 type1 pps, lot # 6308487, item #51-103110, tprlc 133 type1 pps, lot # 6041977, item #51-103150, tprlc 133 type1 pps, lot # 6349076. The event occurred in (B)(6). Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2019-00067, 0001825034-2019-00069, 0001825034-2019-00070, 0001825034-2019-00071.

Event description:
It was reported that upon inspection at the warehouse the sterile packaging was found deformed and scratched. No patient was involved. Attempts have been made, and no further information has been provided.

Event description:
Upon evaluation of the returned device, it was determined to be not reportable as the sterility has not been compromised.

Manufacturer narrative:
Upon evaluation of the returned device, it was determined to be not reportable as the sterility has not been compromised.